Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by review of the returned device. Visual examination of the returned patella found wear on the poly and some foreign material, likely bone growth, on the tm pad. The patella post was cut off during removal of the device. A review of the device history records was unable to be performed as the lot number was not provided. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2004. Subsequently, the patient was revised due to pain and wear (B)(6) 2017. Patella was revised for potential wear and over stuffing of patella femoral joint.